Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a seizure after a threshold test was started. It was noted that this had previously occurred as well. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a seizure after a threshold test was started. It was noted that this had previously occurred as well. This device remains in service. No additional adverse patient effects were reported. Additional information was received that the health care professional (hcp) thought that the seizure was associated with patient condition. This device remains in service. No additional adverse patient effects were reported.